Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/17/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6)2016 and the reservoir was connected to a drain. During the procedure, the reservoir did not suction exudate when the system was reactivated on the ICU floor. Another like reservoir was used without any problem. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
While performing the sample evaluation it was noticed that the bottom hinge of the plate was broken this could have caused the functional issues reported. It is unknown if it was caused by final user handling after the manufacturing process was completed. Under this condition the plate will remain open and an open plate cannot be packaged in the inner pouch. Therefore, an assembly under this conditions would be detected during the manufacturing process. Root cause could not be determined due to it was not possible to know when the bottom hinge of the plate was broken. Based on the present analysis, the reported complaint cannot be related to manufacturing process and its consider that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer¿s control.